Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Follow-up revealed that the lead was replaced due to a dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and revealed that the middle insulation was breached with metal ion oxidation (mio). It was noted that the defibrillation conductor was distorted, all conductors had blood/body fluid (not obstructed), the outer tubing overlay melted, the outer insulation had cosmetic mio, outer tubing overlay had cosmetic environmental stress cracking (esc) and was breached cut, and there was blood in/on the helix/lobe mechanism.